Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure, when the package was opened, it seemed the package had already been opened and closed with the sticker. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.